Event description:
The initial reporter stated that the pump was alarming an error code 12 and that they were unable to reset it. They stated that this resulted in a delay of therapy of three hours. Mmd did follow up with the initial reporter and they did not report any adverse effects to the patient. They did not provide any additional information. [Complaint-(B)(4)].

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.